Event description:
The manufacturer's representative reported that the patient's enterra device was removed due to infection. The patient experienced pain and warmth over the device. Antibiotics were administered and the infection improved, but the patient elected to have it explanted.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.